Manufacturer narrative:
The test strips were returned. The returned test strips are expired. No testing was able to occur due to the test strips being expired. Medwatch fields d4 expiration date, d9, and h3 have been updated.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown laboratory method. The meter result was 54.0 sec/4.5 inr. The patient tested again and the result was 6.1 inr. The result had a "c" next to it indicating the blood sample was recognized as a control sample. The result from the laboratory was 35.6 sec/3.5 inr. All tests were within one hour. The patient's therapeutic range was not provided.